Manufacturer narrative:
A philips field service engineer evaluated the device and was unable to duplicate the failure. Philips was unable to confirm why the doctor discharged 2 joules with the paddle in the air. The heartstart xl instructions for use (publication number m4735-91900, edition 7, page 6-11) states "to disarm the defibrillator, press disarm. If the shock buttons are not pressed within 30 seconds, the defibrillator disarms automatically." The sterilizable defibrillator paddles instructions for use (page 3) instructs the user to perform a functional check to check that the paddles can be used to deliver a shock by connecting the paddles to the defibrillator, selecting an energy setting of 2 joules, placing the paddles on the test device, pressing the charge button, and pressing the shock button. The device passed all performance assurance tests and was placed back into use with the customer. There was no information to support a malfunction occurred.

Event description:
It was reported to philips that the heartstart xl defibrillator did not download. The doctor was urgently called for a patient who died 3 hours previously. The defibrillator was not used to treat the patient. The patient died . The doctor stated the device behavior did not impact the patient outcome